Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 433 mg/dl and their sensor glucose read 247 mg/dl. The customer was advised the difference in the readings were not within acceptable range. The customer was advised of the proper techniques to avoid inaccurate readings. Customer declined to return the product for analysis.